Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to replace the position sensor and drawer controller. A field service engineer troubleshooted and found that problem to be in drawer 3.1 in the auxiliary cabinet. So, they replaced both parts. No further issues were reported. The system functioned as intended. A complaint investigation specialist stated that the parts were returned to the designated complaint handling unit for part of the investigation.

Event description:
It was reported by the customer that a pyxis medstation es system had an power failure no power to device. The customer reported they were able to get medication, but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.